Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2018-05277; reference MFR. Report: 1627487-2018-05278. It was reported the patient experienced a shocking sensation in the left arm while dressing. Diagnostics revealed low impedances, and a reprogramming attempt was able to provide effective stimulation at a lower amplitude. Follow up information identified the patient underwent surgical intervention wherein the physician explanted and replaced the ipg, resolving the shocking sensation. The ipg has been added as a third device.